Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating after completing the prime step on the pump, the prime box did not indicate that the prime step was completed. The prime box was reportedly black instead of white. The patient stated that despite seeing drops during the prime step, the display screen showed that the pump was not primed and that the pump did not emit a "loss of prime" warning. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged prime issue with the pump and due to the allegation that the pump did not emit any warnings.